Event description:
User experienced a leak from the back of the analyzer. User stated pt recovery is as expected. Operator was not harmed. The field service rep determined there was increased pressure from a temporary water source which caused leakage from the input water line. He secured the clamps on the input water line. Performance tests were performed.